Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months the event occurred at (B)(6) hospital, (B)(6). The patient remains on lvad support. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to an increasing trend of pump power and estimated pump flow together with elevated lactate dehydrogenase (ldh) levels and hematuria. The patient was started on a heparin infusion. After the heparin infusion, the patient¿s inr increased from 1.8-2.0 to 2.8-3.0, and ldh increased from 381 u/l to 444 u/l. A ramp echocardiogram was performed and the pump speed was set from 8800 rpm to 9200 rpm. No additional information was provided.